Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the embolization to the aorta cannot be confirmed, however, investigation results suggest/indicate that patient factors (aortic root very horizontal, severe septal hypertrophy) and procedural factors (delivery system ¿attached¿ to one of the cells of the valve) may have contributed to the event and/or the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), at the implant of a 26 mm sapien 3 valve by transfemoral approach in the aortic position, ¿the physician experienced migration of valves¿.  The patient has a very horizontal aortic root.  After successful deployment of the 1st valve, the shaft of the delivery system was severely attached to one of the cells of the aortic side of the valve. Different maneuvers performed to separate the 2 parts were unsuccessful. Then when moving only the lv stiff wire, the valve ¿popped out¿ and moved to the ascending aorta.  A second valve was deployed in the annulus, but the valve ¿popped out¿ during balloon inflation with rapid ventricular pacing.  It was decided to stop the procedure and the patient was transferred to open surgery and died. The aortic annulus diameter measured 26mm x 22.1 mm, with an area of 468 mm2 by CT. There was annular calcification and moderate aortic root calcification. The patient had ventricular septal hypertrophy and a very horizontal aorta. This report is for the 1st valve that embolized into the aorta.